Manufacturer narrative:
(B)(4). The customer reported getting a critical error, paddles not connected message when the paddles were connected. The device was evaluated by a philips field service engineer. The symptom was verified. The power pca was replaced to resolve the issue.

Event description:
The customer reported getting a critical error, paddles not connected message when the paddles were connected.